Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The emiiter was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the axiem emitted was physically damaged. There was no patient present when this issue was observed.